Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they lost a lot of weight, thus their implantable neurostimulator is moving around. The patient discussed revision surgery with their healthcare provider, in order to move the implant to an area with more tissue. No patient symptoms were reported. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.